Event description:
Provider states that the power button is no longer working for the patient, he has to leave the chair on and cannot switch modes.

Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.